Event description:
It was reported that the device was used during an unk procedure, the 440 stud is broken off the handpiece. The case was completed with another handpiece. No patient consequence was reported.